Event description:
Angiodynamic, general drainage catheter (locking pigtail) was placed in a patient who came in for a nephroureteral tube exchange. The inner stiffener was not removed after the procedure was completed. This nephroureteral tube is not connected to a standard drainage bag. The patient returned to the hospital later with a diagnosis of sepsis. The physician who inserted the nephroureteral tube felt that the product design was a contributing factor in reasons why the stiffener had not been removed. The first reason was that with the stiffener in place he was still able to perform the "locking pigtail." Secondly, the stiffener is clear in color which is the same color as the end of the catheter. Lastly, because the stiffener has a leur lock at end, he was able to flush the catheter while the stiffener was still in place. FDA safety report ID# (B)(4).